Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath, right common femoral artery). Only approx 4cc of procoagulant was delivered due to resistance. It was noted that the fellow holding pressure was questioned regarding the consistency of pressure held. The pt developed symptoms of ischemia (absent pulses, numbness, tingling & pain) within 15 min of deployment, and an occlusion was confirmed via angiogram. Treatment involved an angiojet and surgical intervention. Vsi is awaiting the final pt outcome.